Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during patient use, a e360 ventilator had peak pressure consistently while on spontaneous mode of ventilation. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. Unit returned for evaluation.

Manufacturer narrative:
An e360 ventilator was returned to covidien/medtronic¿s product analysis. An investigation was performed and the reported issue was verified, when a breath was triggered the supporting breath had a high peak pressure that was an impulse rather than a full breath. The identified root cause of the reported issue was due to a setting error/ user error as the slope/rise setting (located in advanced settings) was set to 19. Per the e360 ventilator manual, the standard slope/rise setting is 5. The slope/ rise was changed to 5 and after changing the settings, the supporting breaths were no longer high magnitude short impulses. If information is provided in the future, a supplemental report will be issued.